Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation - evaluation a review of the complaint history, device history record, instructions for use, quality control, specifications, and trends, as well as a visual inspection of the returned device, were conducted during the investigation. One device was returned to the manufacturer for evaluation. A visual examination of the device found that the end of the catheter had a jagged appearance where the device had separated. A kink in the extension tube 2cm from the white hub was also noted. Additionally, a document-based investigation evaluation was performed. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure contributed to this event. A review of the device history record did not observe any nonconformances that may have contributed to the failure. It should be noted that there was no other complaint associated with lot 9039739. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: patient movement can cause catheter tip displacement. Catheters placed via an antecubital vein have shown tip movement of up to 10 cm with motion of the extremity. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that an unintended user error contributed to the event. The patient¿s accidental removal of the catheter during activities of daily living likely contributed to the catheter fragmentation. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received on 12mar2019 that the device was initially placed on (B)(6) 2018 in the sicu.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a 3mm piece of a cook turbo-ject standard power injectable PICC line separated and remained in a patient's right atrium. The device was initially placed in (B)(6) 2018 when the patient was in the sicu. The device was placed using ultrasound and x-ray. Antibiotics were administered through the device. The patient was transferred out of the sicu a few days later. The patient returned to the sicu in (B)(6) when this event occurred. The PICC line came out of the patient's arm on (B)(6) 2019, less than two months after placement. It was reported that the PICC line was accidentally removed when the patient was being toileted by the nursing staff. After the device was extracted, a 3mm piece of the device was discovered in patient's right atrium. The discovery occurred after two x-rays and a scan. It was reported that there is "no other part of the catheter in thoracic or cervical area. No cep for the foreign body." The piece that remains in the patient¿s right atrium will not be removed. Additional information regarding patient¿s medical history and patient outcome have been requested. This information has not been received at the time of this report. Imaging of the device fragment is currently unavailable.